Event description:
Hill-rom received a report from the user facility stating, "the surgeon was attempting to introduce the cannula when it rotated on the eye. The metal tip slipped off when he examined it." There was no report of patient injury. This has been documented in our complaint system as (B)(4).